Event description:
According to the reporter, during device preparation, the obturator top came off when opened on the field. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.